Event description:
It was reported that the handpiece heated up during a tooth extraction. There were no injuries associated with this event, and no significant delay while a back up handpiece was located.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. In order to address the issue of the handpiece heating up the bearings and drive shaft were replaced and preventative maintenance was performed. According to the quality engineer investigation, the heating up was most likely a result of abnormal cleaning or sterilization practices at the account. The IFU, which is sent with every handpiece, includes the proper cleaning practices which should be followed. The handpiece has since been returned to the account.